Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) levels rising up to 20 mmol/l (360 mg/dl) and felt like they weren't receiving insulin. Patient stated typically 2 units of insulin would bring her bg levels down as she is sensitive to insulin but after giving multiple corrections through the pod, there was no effect on her bg levels. Patient had chest pain and was transported to the hospital. Patient was diagnosed with diabetic ketoacidosis (dka) where she was treated from (B)(6) 2025. The diagnosis indicated a lack of insulin, causing her body to use fat for energy. Potassium and novorapid insulin was administered intravenously for treatment. Pod was removed and discarded at the hospital. Pod was worn on the patient's leg for between 4 and 24 hours. Patient was discharged after 48 hours.